Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. At this time, the pacemaker remains in-service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. At this time, the pacemaker remains in-service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Received additional information the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. Received additional information the device will be sent back or analysis. The product has been returned.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. At this time, the pacemaker remains in-service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.